Event description:
Caller reported the compact plus system gave blood glucose results of 178 mg/dl and 45 mg/dl within 10 minutes at a time when the customer was symptomatic of hypoglycemia. Husband treated with candy and normal lunch. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Indusaport implanted (B) (6) never accessed. On (B) (6), patient had inserted indusaport and removed at another hospital. Culture of blood drawn from indusaport x2, positive for pantoea agglomerans. Patient had fever and pain at insertion site. Indusaport inserted at our facility on (B) (6) 2010. On (B) (6) 2010 received notification from infusion preventionist at another hospital informing me, patient had presented at his hospital with an indusaport infection. Informed me of culture reports of treatment done for patient. Indusaport had not been accessed after insertion and/or prior to preventing to hospital with infection.